Manufacturer narrative:
No sample was returned for investigation and so ambu has not been able to verify the failure. The expected cause of the reported failure is mis-handling where the bending section was not in straight (neutral) position during extraction of the bronchoscope from the dlt and excessive force was applied to pull out the ascope. This caused the distal end of the ascope to break off. According to the product IFU, the distal tip must be set in a neutral or non-deflected position when being withdrawn and excessive force should be avoided when using the product: do not use excessive force when advancing, operating or withdrawing the ascope 4 broncho. When withdrawing the endoscope, the distal tip must be in neutral and non-deflected position. Do not operate the bending lever, as this may result in injury to the patient and/or damage to the ascope 4 broncho. The reported problem is included in the product risk analysis. This MDR is resubmitted again as it was identified that original submission had not been successfully loaded into the FDA database due to wrong file format. The initial MDR of this incident was submitted to the FDA within the original reporting deadline. This submission represents a reload of data to ensure correct upload to the FDA database.

Event description:
The tip of an ambu ascope 4 broncho slim 3.8/1.2 single-use and flexible bronchoscope broke off inside the endotracheal airway tube of a patient. The broken off piece was retrieved by the physician. Patient outcome was not affected.